Manufacturer narrative:
Correction to the initial MDR in bsc aware date 11/10/2023.

Event description:
It was reported that the patient was experiencing pain. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted products were not returned due to facility policy. Additional information was received that the reason for revision was due to lead migration resulting in inadequate cervical pain coverage.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 19483714/20014787.

Event description:
It was reported that the patient was experiencing pain. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted products were not returned due to facility policy.